Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 143 mg/dl. The alert and possible cause is explained to the customer. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. Customer was discussed the timing of calibrations leading to alert and calibration protocol. The customer was advised to return sensor and we will shipped replacement sensor.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications.